Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter did not have blood control after removing the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR review disclosed the following: lot: 8226673; was built and package on afa line 12 from 21aug18 through 25aug18 all challenge, set-up and in process inspections were performed per control plan and all passed per specifications. No qns were initiated during production. Observations and/or testing; was not conducted because no units or photos were provided for this incident. Conclusion(s): relationship of device to the reported incident; indeterminate: no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter did not have blood control after removing the needle. No serious injury or medical intervention was reported.